Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some clips were scissoring. Also, some clips were falling out of the device when feeding into the jaws; spitting out of the device. Some clips did deploy correctly, but it is unknown how many total clips were deployed. It is unknown if a cholangiogram was performed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned partially cycled. The cycle was completed and one clip was properly fed; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.